Event description:
Routine quality control testing of the intellifill IV robot by baxa revealed contamination when using the vial mode. Testing is a two day process each week and involves preparing syringes of a growth medium (tryptic soy broth; tsb) on the device (in the same manner that medications are prepared) and a series of swabs and air samples within the device. The device prepares syringes in two different methods called reservoir and vial mode. These syringes and samples are then incubated to detect the presence of bacteria. During the period from (B)(6) 2008 until (B)(6) 2010, there were rare reports of "positive" or contaminated samples. Essentially the device was considered to be "in control". During the month of (B)(6) 2011, multiple positive samples were identified; all prepared in vial mode. Identifying that vial mode preparation was used is significant due to the method the device uses to disinfect the vial. Isolates form these positive samples were identified as (B)(6). The field service representative for intellifill was contacted and brought on site to assist with this problem on (B)(6) 2011. He identified that the device was not properly disinfecting the septum of the tsb vials. He adjusted the device settings and educated staff regarding the proper height for the alcohol wick that disinfects the septum. However, repeat testing of vial mode after these adjustments yielded 3 out of 10 positive syringes. These syringes were detected on (B)(6) 2011. Testing performed on (B)(6) 2011 resulted in 2 out of 10 and 10 out of 10 positive syringes, respectively. On (B)(6) 2011, infection control was contacted for assistance with this situation. In addition, baxa was notified again of the continued contamination. Medications prepared by the robot in vial mode were quarantined. No medications are currently being prepared on the robot using vial mode. Dna "typing" form positive samples has been completed. The device may be prone to contamination when run in vial mode. As such, the device is currently not being run in vial mode. In (B)(6), the device was re-certified by baxa. Baxa executives visited to evaluate the device and discuss the action plan in (B)(6). Further evaluation of the device will be completed in collaboration with the (B)(6) institute.